Event description:
Provider states seat upholstery split after a couple of uses. End user advised seat upholstery has separated from side of the chair. No injury. End user could not provide any further information.